Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for birth control: ortho tri cyclen and depo-provera. Concurrent conditions included body mass index normal, heavy periods, painful periods and fibrosis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since 1988 and ibuprofen from 1988 to 2016. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("severe and persistant vaginal pain"). In (B)(6) 2008, the patient experienced bacterial vaginosis ("infection(bladder / urinary tract / vaginal)- type recurring bacterial vaginosis"). In 2008, the patient experienced bladder disorder ("bladder changes/problems") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In(B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced weight fluctuation ("weight gain / loss specify which one: gain and loss,") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic assisted, diagnostic cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, alopecia, vulvovaginal pain, weight increased, weight decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: positive, that essure was in place. In (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, depression, alopecia, migraines, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet and medical records received: events added from pfs- weight gain / loss (specify which one) weight gain, weight gain / loss (specify which one) weight loss, abdominal pain. Event pelvic pain upgraded as an incident event. Concomitant drug, reporter information, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.